Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that per fsca apr2016, patient experiencing loose ports on the controller. Port 1 was more significant than the other. The device was exchanged. There was no patient issue as a result of the exchange.

Manufacturer narrative:
The controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection, although the controller passed functional testing. All connectors were clean with no signs of contamination or damage. The port connectors clicked when connected. However, the controller port 1 and port 2 connectors were found loose from the controller housing with the o ring gasket displaced. The connectors' locknut were found loose inside the housing. Additionally, the serial port connector was also found loose from the controller housing with the connector's locknut loose inside the housing. As a result of these findings, the controller was found out of specifications. The most likely root cause of the reported event can be attributed to a shift in the manufacturing process. The manufacturer has opened an investigation with the supplier to evaluate the loose connectors. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.